Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had "extra plastic on catheter tip" this could be foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had "extra plastic on catheter tip" this could be foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received an unused insyte autoguard blood control 20 gauge unit from lot 8095790 for evaluation. Our quality engineer visually inspected the returned unit and observed foreign matter (fm) on the tip of the catheter. The fm appeared to be plastic. Based off of the visual inspection bd was able to verify the reported failure mode. However, since the unit was returned in an opened package and missing the needle cover shield the engineer was unable to determine a definitive root cause for the fm. A review of the device history record was performed and found no quality issues identified during production. This appeared to have been an isolated incident and no corrective actions were deemed necessary at this time. Investigation conclusion: indeterminate ¿ the unit was returned in an opened packaged. The needle cover had been removed from the unit. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.